Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the pump stopped powering on. The pt indicated that he is a heavy sleeper so he is uncertain if the pump alarmed him during the night. The pt replaced the batteries multiple times and the power issue persisted. The pump has not been exposed to moisture, the battery cap is intact, and there were no cracks found near the battery compartment. The pump was replaced. There was no reported adverse event associated with this complaint.